Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. The pump was received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they changed the battery but the pump still did not work. The customer stated that they used the pump for 2 years and never changed the new battery cap. The customer stated that the pump was not dropped.